Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Final analysis of the implantable neurostimulator revealed no anomaly. The reported event could not be duplicated and the device functioned properly throughout 100 hours of testing at body temperature.

Event description:
It was reported that the patient thought the device was turning off by itself. The device was consequently explanted. There was no patient injury and the patient recovered without sequela. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.